Event description:
Additional information was received from the patient reporting that they had no idea why the stimulation kept turning itself off. They kept the controller in their purse as they had done since the stimulation was placed in their back. The only thing the patient stated that they knew to do was be sure the controller was securely surrounded by soft sided products. It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). During the call about the controller (see related case), patient mentioned their stimulation was also turning itself off. Patient said this had happened a few times this year and patient could tell when stim turned off as their pain would be horrible. Agent asked, patient said the implant has both been empty and still had charge when they've noticed this. Agent reviewed to keep notes of when the issue of stim turning off happens, then to follow up with doctor to further address the issue.